Manufacturer narrative:
(B)(4). The end stage renal disease death notification (form (B)(4)) lists the primary cause of death as septicemia, other. Additionally, the esrd death notification form noted secondary causes of cardiomyopathy, pulmonary infection (pneumonia, influenza), and chronic obstructive lung disease (copd). The post market surveillance department is in the process of reviewing patient medical records related to this event. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The post market surveillance department has received patient medical records and treatment sheets for review. Both a clinical investigation (ci) and a plant investigation are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
An inpatient user facility reported that a patient was sent to the hospital on (B)(6) 2015 after receiving hemodialysis (hd) therapy. The patient subsequently expired on (B)(6) 2015 while hospitalized due to septicemia. On (B)(6) 2015 at 11:50 am the hd therapy was initiated and the patient received 500 ml normal saline (ns). At 12:20 pm the patient received an additional 200ml ns due to low blood pressure. At 1:30 pm the patient was administered an additional 500 ml ns per doctors order due to continued low bp. An additional 250 ml were administered at 1:46 pm. At 2:20 pm a final 250 ml ns bolus was administered to the patient. At 2:52 pm, the hd treatment ended; the patient completed the full treatment time. No product malfunctions occurred, identified, or alleged during the pre-hospitalization hd treatment. Post treatment, the medical physician performed a routine monthly dialysis examination where low blood pressure and general malaise were noted. The physician recommended the patient be admitted to the hospital following the assessment. The patient passed away on (B)(6) 2015 in the hospital. The 2008k hemodialysis machine is not available for evaluation. The dialyzer and bloodline are not available for evaluation by the manufacturer as both were discarded by the user facility. No samples of the acid/bicarb in use during the treatment are available for analysis.

Manufacturer narrative:
Additional information ¿ relevant tests/lab data. Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the granuflo product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The batch production records for these lots were reviewed. The packaging components and chemical raw materials used in the manufacture of the identified lot were reviewed. A retrospective record review did not identify any non-conformance reports and/or abnormalities during the production of the sap identified lots that could have caused or contributed to the reported event. The granuflo product is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. Per the documented product investigation, there was no indication that the fresenius granuflo caused, contributed to or was a factor in the reported event. Clinical investigation: the patient medical records were provided by the facility on march 3, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. A (B)(6), female end stage renal disease (esrd) patient on intermittent in-center hemodialysis (hd) therapy, being carried out daily through fresenius dialysis products, started hd therapy on (B)(6) 2012. On (B)(6) 2015, the patient¿s treatment was terminated 3 hours into a 4 hour prescription due to a complaint of ¿feeling bad.¿ the patient was sent to an emergency department due to persistent hypotension despite interventions, and was admitted. According to the received document titled ¿esrd death notification,¿ the patient died on (B)(6) 2015. The place of death was at a hospital, modality at the time of death was in-center hemodialysis (hd), renal replacement therapy was not discontinued prior to the death, the patient was not receiving hospice care prior to the death, primary cause of death was septicemia, other, with secondary causes of cardiomyopathy, pulmonary infection (pneumonia, influenza), and chronic obstructive lung disease (copd). There is no documentation in the medical record supporting a possible association between the fresenius dialysis products, the event of hypotension, the outcomes of hospital admission and death. However, there is a certain association between the event of hypotension with the consumption of opioid analgesic medications and the episode of septicemia. Also, there is a certain association between the event of septicemia and the outcome of death. Medical records did not contain additional laboratory results for review.

Event description:
At 11:46 am, a 3,000unit heparin bolus was administered via intravenous push (ivp). At 2:52 pm, the treatment was completed, with ultrafiltration goal of net positive 1,900ml. The treatment terminated 3 hours into a 4 hour prescription due to a complaint of "feeling bad." The patient was sent to an emergency department due to persistent hypotension despite interventions, and was admitted. Hemodialysis orders from (B)(6) 2015 noted the following: f180nre optiflux dialyzer, dialysate flow rate 800ml/min, blood flow rate 400ml/min, 2 potassium, 2 calcium, 1 magnesium, 100 dextrose, sodium 138meq/l, bicarbonate machine setting 32meq/l, scheduled hours 4, estimated dry weight 71.50 kgs. Machine setup from (B)(6) 2015 noted the following: fresenius 2008k hd machine, machine conductivity 13.8, meter conductivity 13.8, ph 7.0, machine temperature 36.9 degrees celsius, pressure holding test passed, high flux verified, air detector armed, alarms verified, no bleach.